Manufacturer narrative:
Additional information: device available for eval?,returned to manufacturer on,device return to manuf .?,device eval by manufacturer?,remedial action required,remedial action #, imdrf annex a,b,c,d and g grids. Correction: manufacturer narrative. Omit : uf/importer report #,a1601 - device alarm system (1012),g0600101 - alarm, audible,b21 - type of investigation not yet determined,c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device had error code 354-6770. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the device had error code 354-6770. There was no patient involvement.